Event description:
It is reported by customer's mother that there was an hospitalization due to high blood glucose. The blood glucose reading was 365 mg/dl. The customer was vomiting, migraine headache and ketones. Diagnosed with diabetic ketoacidosis. Customer was wearing the insulin pump at time of hospitalization. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.